Event description:
Information was received indicating that during the use of a smiths medical cadd ms3 pump for a life-sustaining infusion, the pump exhibited "cartridge removed" error. It was also reported that the patient was able to correct this error code previously, but the error came back later in the day. Subsequently, the patient used a backup pump. No patient injury was reported, and no adverse effects reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation the customer's stated problem was verified. According to the investigation, the device displayed error code 121, and this error is in reference to the pump motor which according to the investigation will cause issues with the cartridge. Service will replace the pump motor. The problem source of the reported problem is unknown.